Event description:
Caller with only second hand information, states that they were running a cycle when they noticed that there was a little "smoke' coming from the fan of unit, accompanied by a burning smell. Follow-up with the customer indicated the unit emitted oil which caused the fog-like haze in the room. She stated that no injures were involved from the event.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The customer reported their machine was emitting an oil mist/fog. The fse arrived on site and verified it was coming from the oil mist filter. After replacing the filter housing assembly, the system no longer emitted oil mist. The returned oil mist eliminator was installed into the sterrad nx. Upon starting pump-down, the filter and housing began emitting a mist. The filter was visually inspected and taken apart. It was noticed that there was a gap between the filter relief valve and the filter housing. Upon being disconnected the pressure relief valve there was a particle lodged between the filter and housing creating a gap. An ftir (fourier transform infra-red) was performed on the particle and it was determined to be a polymer. This information was provided to the filter supplier (alcatel) and a scar (supplier corrective action request) was initiated for alcatel to determine where this particle came from and to put controls in place in order to mitigate future occurrences. The sterrad nx fema was reviewed for the issue of the oil mist filter being clogged. The risk priority number is acceptable. There is a decreasing trend oil mist complaints across the sterrad ns product line. The peaks that occur are taken into account by the recall. Once customers were notified of the issue they called for their filters to be replaced. The DHR for the sterrad nx was reviewed and there were no issues related to misting noted. The service and complaint history of the sterrad nx was reviewed and this is the only occurrence of misting since the corrective action in 2008, was put into place.